Event description:
Product analysis of the explanted generator and lead has been completed. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The entire lead (including electrode array portion) was not returned for analysis therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance readings were obtained during generator revision surgery therefore the lead was explanted and replaced. Follow up with the site revealed that there were no reports of trauma and x-rays were not taken. The physician did not suspect there to be an issue with the lead prior to surgery. The patient's programming history available in the manufacturer's in-house database d was reviewed and no records of high lead impedance were found however the data was only available up to (B)(6) 2010. The explanted lead and generator were returned to the manufacturer and product analysis is underway.